Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 468 mg/dl, which the customer treated using the insulin pump. Upon troubleshooting, it was found that insulin did not exit the tubing and the device alarmed no delivery during a fixed prime. Using the plunger in the reservoir, insulin did exit the tubing. Advised the insulin pump was working as designed; explained that the alarm was caused by an infusion set or reservoir occlusion. The customer stated that she had been putting more insulin into the reservoirs; advised that reservoirs were only approved for 3 day use. The customer noted that she knew why her blood glucose level was at 468 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.